Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.

Event description:
A report was received stating the listed tracheostomy tube was in use with a patient for an unknown amount of time when the nurse noticed a desaturation in the patient's blood gasses. An attempt to suction the tracheostomy tube was made, but the suction catheter would not pass through the device. The nurse reported the tracheostomy tube appeared to be occluded. The tracheostomy tube was replaced emergently. No permanent adverse effects to patient reported.